Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the paramedics were called to treat low blood glucose of 20 mg/dl. Customer stated that he had taken insulin for dinner, he was tired; so he had taken a nap. Wife called the paramedics. Customer stated that he overinfused with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.